Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported problem. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba) and backlight inverter printed circuit board (pcb). The unit passed extended self-testing.

Event description:
Covidien received information of ventilator with a erratic display. The malfunction ID not occur during patient use.